Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had partial display. The customer's blood glucose level was unknown at the time of the incident. It was reported that the battery used was new/fully charged and that the partial display persisted even with battery change. Self-test was performed and it was indicated that there was no missing segments. It was reported that the customer was advised that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump powered up properly after battery installation. No missing segments or partial display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for a day and no missing segments or display anomaly noted. The insulin pump was received with scratched case, cracked retainer, cracked select button keypad overlay, keypad overlay scratched, pillowing keypad overlay, and minor scratched lcd window.